Manufacturer narrative:
Conclusion and justification status: (B)(4) reports the black knob unscrewed from handle. The instrument was received fully assembled. On visual inspection the pin that secures the black knob in place appeared missing. The black knob was unscrewed and removed from the instrument revealing the screw thread onto which the black knob is screwed. It could be seen that the pin had sheared off in two places. From the information available a true root cause cannot be determined. It is possible that excessive force had been used on the black knob causing the pin to shear. With the information provided it was not possible to determine how the failure occurred. The complaint was found to be justified. The root cause cannot be determined. No corrective action is required. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The black knob unscrewed from handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.